Event description:
It was reported that the patient had developed a pseudoaneurysm following a disrupt af study and a pulmonary vein isolation procedure, leading to their hospital admission. The pseudoaneurysm was compressed under ultrasound guidance for 40 minutes. The compression was partially successful, reducing the pseudoaneurysm from 2.1 cm to 0.7 cm. However, the following day, the pseudoaneurysm increased in size to 2.2 by 1.5 by 1.3 cm, originating from the left common femoral artery. The vascular team proceeded with an ultrasound-guided thrombin injection, which the patient tolerated well. A repeat ultrasound on (B)(6) 2024, showed that the left groin pseudoaneurysm had resolved, with no flow identified within the pseudoaneurysm sac. A residual left groin hematoma measuring 15.8 by 2.5 by 5.8 cm was identified. According to the vascular team, it was acceptable to resume eliquis, discontinue bed rest, follow up with the vascular team in one month, and follow up with the electrophysiology provider in one week. The patient was discharged home. At the electrophysiology follow-up on (B)(6) 2024, the left groin site was soft, flat, and dry, with no hematoma present.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information was provided in section d4 lot number. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient had developed a pseudoaneurysm following a disrupt af study and a pulmonary vein isolation procedure, leading to their hospital admission. The pseudoaneurysm was compressed under ultrasound guidance for 40 minutes. The compression was partially successful, reducing the pseudoaneurysm from 2.1 cm to 0.7 cm. However, the following day, the pseudoaneurysm increased in size to 2.2 by 1.5 by 1.3 cm, originating from the left common femoral artery. The vascular team proceeded with an ultrasound-guided thrombin injection, which the patient tolerated well. A repeat ultrasound on (B)(6) 2024, showed that the left groin pseudoaneurysm had resolved, with no flow identified within the pseudoaneurysm sac. A residual left groin hematoma measuring 15.8 by 2.5 by 5.8 cm was identified. According to the vascular team, it was acceptable to resume eliquis, discontinue bed rest, follow up with the vascular team in one month, and follow up with the electrophysiology provider in one week. The patient was discharged home. At the electrophysiology follow-up on (B)(6) 2024, the left groin site was soft, flat, and dry, with no hematoma present.